Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported via phone call that the customer experienced high blood glucose and was hospitalized due to diabetes ketoacidosis. Customer made an attempt to bolus, but it did not work. Then, treated with manual injections and it still did not go down. The customer's blood glucose was over 400mg/dl. Customer's current blood glucose was 292mg/dl. Customer experienced nausea and vomiting. Customer was treated with insulin drip in the hospital. The customer was advised to monitor and call back if issues persist. Customer declined further troubleshooting.